Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary, the station was not powering on and remained offline. The customer reported that multiple restart attempts were performed; however, the issue persisted. The customer confirmed there were no issues with the power outlet, and other equipment connected to the same power source was functioning normally.The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN: (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for SN: (b)(6) was performed from the date of manufacture, 13-MAR-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no power. A field service engineer (FSE) investigated a device that displayed a black screen and identified a faulty controller board in auxiliary drawer 3.2. The FSE replaced the controller board and successfully rebooted the device, restoring normal operation. The system functioned as intended after the field service engineer repaired the device.